Manufacturer narrative:
(B)(4). Insulin pump passed displacement test. Pump received with cracked select button keypad overlay and severely scratched lcd window.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose level was 6.9 mmol/l. The customer reported that there was a crack on the top of the center button. The customer reported that there was no damage to the reservoir lip ring. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.